Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Appropriate ventricular safety pacing observed on episode #3. (B)(4).

Event description:
It was reported that the device was inappropriate safety pacing following the intrinsic atrial pace. Additionally, the atrial lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.